Event description:
It was reported the ultrasonic bronchofibervideoscope end bit snapped off. The issue occurred during setup/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Due to a chip of acoustic lens (damage level; does not reach to the glue-layer), displayed ultrasound image is defective. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.